Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was over delivering and had low blood glucose level. Customer blood glucose level at time of incident was 3.7 mmol/l. Customer blood glucose level was 11.5 mmol/l. The customer alleged insulin pump was over delivering because damage to reservoir compartment caused concern. The customer stated that insulin pump was also suspending delivery. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer feels comfortable adjusting levels without nurse consent. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.